Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient had lost consciousness due to low blood glucose levels. No additional information was provided as to this event.